Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on the fold. The leak was discovered before the administration to the patient. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak spraying water from the top right corner of the bag. A leak of this magnitude would have been obvious if present during filling. Magnified inspection of the leak location identified an edge gouge with significant damage and eva bag fray along the edge. The manual add port cap had been used, as manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling or transport of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.